Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during a routine inspection the cs100 intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse assisted the customer in dismantling the internal battery of the hospital's scrap machine which was replaced this year and installed it into the affected unit and normal power resumed. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine inspection the cs100 intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.